Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged block assembly. Tank cover was cracked. Started with a visual inspection, then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause was found, to be interlock block was stripped. As a result of the customer. No action taken, due to the age and condition of the device. It is deemed beyond economical repair. And will be scrapped.